Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-11844. It was reported that the patient presented for a generator replacement. Upon interrogation, it was noted that the right ventricular lead exhibited low impedance and high capture threshold. The physician suspected the lead had insulation damage. The physician attempted to replace the lead but found that the capture threshold of the new lead was higher than the chronic lead so the new lead was removed. It was noted that the superior vena cava was occluded. The chronic lead was left installed and programming changes were made. The patient was discharged post procedure.